Event description:
It was reported that the user experienced prolonged high blood glucose readings while using the ilet system, and review of reports indicated the user was over-announcing meals, including double announcements, which limited appropriate corrective insulin delivery; the user received education on meal types and quantity selections and on avoiding non-recommended behaviors. Symptoms included hyperglycemia. Outcomes included no reported injury or hospitalization and resolution through user education and behavioral correction. Investigation included review of device data and user reports. Investigation of this case revealed user-related use error consistent with accidental or excessive meal announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect meal announcement practices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.